Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported complaint. The instrument was found to have a broken conductor wire at the proximal end. The location of the break was near the main tube/roll gear junction. The instrument failed the electrical continuity test and no signs of thermal damage were observed. The root cause of this failure was attributed to manufacturing. A review of the instrument log for the maryland bipolar forceps instrument (pn# 471172-16 / lot# n11210125-0411) associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2021 on system (B)(4) for approximately 10 minutes. The alleged event occurred on the 11th use of the instrument. No additional complaints related to this product or event were identified. No image or procedure video was provided for review. Based on the information provided at this time, this complaint is being reported due to the following conclusion: the instrument had a broken conductor wire with no evidence of mishandling or misuse. The broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, the maryland bipolar forceps could not be energized. A backup instrument of the same kind was used to complete the procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the reporter to request additional details and received the following information on 06-july-2021: the instrument never worked/never delivered energy. No further information was available.